Event description:
It was reported that the atrial lead dislodged and was repositioned on (B)(6) 2014. On (B)(6) 2014 lead dislodgement was noted again. The lead was explanted (B)(6) 2014 and the patients device was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.